Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a follow-up on (B)(6) 2018, an episode recorded on (B)(6) 2018 showed ventricular noise oversensing, but no anomaly was identified. The ventricular sensitivity was increased to 1 mv in order to minimize the oversensing. Preliminary analysis did not reveal any irregularity with the subject device.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a follow-up on 01 march 2018, an episode recorded on (B)(6) 2018 showed ventricular noise oversensing, but no anomaly was identified. The ventricular sensitivity was increased to 1 mv in order to minimize the oversensing. Preliminary analysis did not reveal any irregularity with the subject device.